Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow buttons were difficult to press to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/22/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. The keypad was removed and evidence of contamination was found on the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.